Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during pms found unit is not working. Summary: tf 231002, 233002, 233005 and self-test failed.